Manufacturer narrative:
Zimvie received one (1) portion of the unknown screw for evaluation. Visual evaluation of the as returned device identified the fractured screw fragment stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the unknown biomet 3i screw is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are external factors (patient¿s condition.)therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. B3: date of event is not provided / unknown. D1: brand name is not provided / unknown. D4: catalog number and lot number are not provided / unknown. D10: unknown dental implant, lot number unknown. D10: therapy date unknown / not provided. E1: initial reporter¿s title and last name are not provided / unknown.

Event description:
It was reported that the screw fractured in the patients mouth. Tooth #14. Unable to remove the broken portion so the implant was removed and site grafted for future placement.